Event description:
It was reported the surgeon performed second m6-c surgery on his patient. When he got access to the cervical spine he saw that there is something wrong with the first m6-c that he had put in 4 months ago. The core seemed unstable, the skin of the core had loosened and the endplates were shifted in an unusual way. There were no issues with the instruments reported.

Manufacturer narrative:
Device has been requested for return to complete investigation.

Event description:
It was reported the surgeon performed second m6-c surgery on his patient. When he got access to the cervical spine he saw that there is something wrong with the first m6-c that he had put in 4 months ago. The core seemed unstable, the skin of the core had loosened and the endplates were shifted in an unusual way. There were no issues with the instruments reported.

Manufacturer narrative:
Based on the inspection of the retrieved m6-c, in conjunction with the clinical data, the device did not fail mechanically. There was no evidence of device collapse and inspection of the endplates, fiber construct, and core indicated that only slight in vivo damage had occurred. While it was reported that "the skin of the core had loosened," the sheath was not provided for inspection and extraction damage was evident. No obvious loosening was apparent from the provided radiograph. No histopathology or microbiology were conducted, so it is unknown if infection was present at the time of removal. Therefore, the factors that led to the removal of this device were unclear, but the device had not failed mechanically at the time of removal. Rmf 0003 rev 39 line 12.11. - translation of one ep relative to the other leading to surgical intervention, with explantation, involving patient with only a single level m6-c rmf 0003 rev 39 line 12.75 - device explanted.